Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was reported by a consumer via a company representative regarding a patient receiving an unknown medication from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that an empty pump alarm was occurring. On (B)(6) 2016 the rep made contact with the rep at the clinic and the patient looked "funny/flushed" and the 8286 error was seen on the personal therapy manager (ptm) when they tried to initiate a bolus. The patient had never heard the pump alarm. Additional information was reported by the consumer on (B)(6) 2016 that the pump stopped working properly. The patient's pain was down to a 2-3 and at their last refill the healthcare professional (hcp) increased the strength of the medication because it was only lasting 5 weeks between refills. Just before that refill the patient's pain went up, it was at a 5 ever since and it had gone up higher about a week prior to the report. On (B)(6) 2016 the patient went to the hospital and a rep came and said the pump was "feeding medication through" and the hcp at the hospital decline to do a dye study and said the managing hcp need to. It was noted that a rep that their managing hcp worked with was hard to get a hold of. The patient reported that their pain level was at a 10; when the pump was working it was at a 2. The patient was back on oral pain medications and said that pump was not working to control their pain. They reported that a rep had checked their pump in the hospital and confirmed that it was working. The patient reported a suspected catheter issue and their hcp cannot do a dye study without a rep present. Additional information was reported by the rep on (B)(6) 2016. The rep had seen the patient several times in the last few months. The last time was when their pump was completely empty. The patient later called the rep and reported that their bolus was not working, it was explained that it would not work during a bridge bolus which was acceptable to them. It was reported that "over the weekend" the patient went to the emergency room to control their breakthrough pa in and the hcp's office had been notified by the hospital. It was reported that the dye study had been scheduled for (B)(6) 2016.

Event description:
Additional information was received from a company representative. There was no issue with the critical alarm. The patient heard the alarm however thought it was a smoke detector with batteries that needed to be replaced. Trouble shooting was a reading with the clinician programmer on (B)(6) 2016 that determined the pump was empty. The pump was refilled and the inability to receive a bolus was resolved immediately. The cause of the empty reservoir was determined to be the patient was scheduled for a refill for a date that was past the day that his pump would be empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.